Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a conductor wire broken at the weld at the distal end. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the damage at the weld found during failure analysis suggests that if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during central processing, the customer noted a loose cable on the permanent cautery hook instrument. There was no report of patient involvement.